Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pacemaker change out due to eri and right ventricular (rv) lead revision. During interrogation it was discovered that the rv lead was exhibiting noise. Noise was not able to be reproduced. The rv lead impedance, capture, and sensing were within normal range. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post procedure.